Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the previously implanted lead was tested and the threshold was too high for use. The lead was capped. No patient complications have been reported as a result of this event.